Event description:
Patient reported their back to back test readings on their ss meter were 158, 123, 143, 113 and 154 mg/dl (33% difference). Tests were done within 10 minutes of each other using the same finger stick (with diff. Strips). No symptoms were reported. Control solution test reading done using new strips and control solution was in range. Lfs representative reviewed qc procedures (and back to back testing procedures) and helped patient set time and date on their meter. There was no allegation of harm.